Manufacturer narrative:
Although the exact event (onset) date is unknown, it was reported that the event occurred in 2016. (B)(4).  Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on unknown date the patient underwent t12/il fixation. Post-operatively, in 2016, rod fracture at both sides of l4/5 was observed. Revision surgery was performed due to the rod breakage; the broken rods were explanted. No fragments were remained inside the patient.